Event description:
The customer reported distal end peak cracked during reprocessing involving an olympus resection sheath. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed; replaced beak section. Based on the results of the investigation, the reported issue is caused by a component failure and the cause of the damage is considered to be overloading or deterioration over time. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.